Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device malfunctioned during the case. It would not hold the needle. There was no patient injury or unanticipated tissue loss. No device fragment fell into the patient cavity.